Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported as part of a study conducted titled: "a retrospective, multi-center study evaluating the outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction." This is the first report of two reports concerning the same pt. This report concerns the event of "dehiscence." The pt received integra bilayer implanted on (B)(6) 2010 to a wound, which was on the right plantar foot, had an etiology listed as ischemic diabetic neuropathic-ulcer, pressure ulcer. The wound's approximate measurement was 4cm length x 5cm width. After the initial index surgery with integra bilayer, the pt was readmitted on (B)(6), 2010 for negative pressure wound therapy (npwt) and a split thickness skin graft (stsg). On (B)(6) 2010, the pt experienced a serious adverse event of "dehiscence." This event was documented as severe, possibly related to the initial index treatment with integra, and deemed ongoing at the time of 1 year f/u. The action taken was receipt of concomitant medications/therapy (not specified) and readmission and reoperation. The pt was readmitted (B)(6) 2010 for npwt and a stsg and then again on (B)(6) 2011 for a local flap.